Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "service required" code was found in the ventilator's downloaded error log. The device was put in to "sleep" mode and rebooted to clear the "service required" code. The device passed all testing and required no replacement of components to address the issue. The ventilator was further evaluated at the MFR's quality assurance lab. The device passed all testing and was found to operate as designed. No malfunction was observed. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).